Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from another consumer reporter via psp, concerned a (B)(6) year-old (at the time of initial report) male patient of unknown origin. Medical history was not provided. Concomitant drugs included metformin and acarbose both used for diabetes mellitus. The patient received insulin lispro protamine suspension 25%/insulin lispro 75% (rdna origin) (humalog mix 25, 100 u/ml) from an unknown formulation, via a reusable humapen unknown device, with unknown dose and frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date approximately in 2014 or 2015 (five or six years ago) (conflicting reusable humapen unknown device start date was provided as since seven or eight years ago). On an unknown date in (B)(6) 2019, he was hospitalized with high blood glucose to regulate blood glucose (the time of discharge was not provided). Since an unknown date he could not speak clearly and slow response. His brain was not good to use and the speaking was difficult. Since an unknown date dose knob of humapen unknown device injection pen was more and more inconvenient and the injection button could not be pushed down. Because the humapen unknown device could not be injected, he did not inject insulin approximately since (B)(6) 2020. As of (B)(6) 2020, he had not injected insulin for 10 days because of the broken insulin pen (product complaint# (B)(4), lot# unknown). Since an unknown date, his blood sugar was also not very good (units, values and normal range was unknown). He used the humapen unknown device till (B)(6) 2020 which was somewhere started in 2012 (seven or eight years ago) (improper use of device). Information regarding corrective treatment, outcome of the events and status of insulin lispro mix 25 was not provided. The operator of the reusable humapen unknown device and his/her training status was not provided. The general reusable humapen unknown device model duration of use was not provided and suspect reusable device duration of use was seven or eight years as it was started approximately in 2012 or 2013. The action taken with status of suspect reusable humapen unknown device was unknown and its return status was not provided. The initial reporting consumer did not provide relatedness assessment between the events and insulin lispro mix 25 and humapen unknown device. Update 22-jan-2020: additional information received from another consumer reporter via psp on 20-jan-2020 and 22-jan-2020 were processed together on the same date. Added patient partial date of birth and age, concomitant medications, two new non-serious events of brain was not good and blood sugar not very good. Updated as reported verbatim of event missed dose and added its duration, updated as reported verbatim of event speech disorder. Updated narrative with new information. Edit 04-feb-2020: upon external review of information, updated suspect device age in device tab as well in device para of narrative. No other changes to the case has been done. Edit 04feb2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated (B)(6) 2020 in the b.5. Field. No further follow up is planned. Evaluation summary: a male patient reported that, on an unknown date, the dose knob of his humapen (unknown device type) "was more and more inconvenient and the injection button could not be pushed down." Because the device issue, as of (B)(6) 2020 he did not inject insulin for 10 days. The patient experienced increased blood glucose in (B)(6) 2019. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The humapen core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. The patient reportedly used the device for seven or eight years. There are no humapen devices that are designed to be used for that length of time after first use according to the instructions for use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from another consumer reporter via psp, concerned a 68-year-old (at the time of initial report) male patient of unknown origin. Medical history was not provided. Concomitant drugs included metformin and acarbose both used for diabetes mellitus. The patient received insulin lispro protamine suspension 25%/insulin lispro 75% (rdna origin) (humalog mix 25, 100 u/ml) from an unknown formulation, via a reusable humapen unknown device, with unknown dose and frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date approximately in 2014 or 2015 (five or six years ago) (conflicting reusable humapen unknown device start date was provided as since seven or eight years ago). On an unknown date in (B)(6) 2019, he was hospitalized with high blood glucose to regulate blood glucose (the time of discharge was not provided). Since an unknown date he could not speak clearly and slow response. His brain was not good to use and the speaking was difficult. Since an unknown date dose knob of humapen unknown device injection pen was more and more inconvenient and the injection button could not be pushed down. Because the humapen unknown device could not be injected, he did not inject insulin approximately since (B)(6) 2020. As of (B)(6) 2020, he had not injected insulin for 10 days because of the broken insulin pen (product (B)(4), lot unknown). Since an unknown date, his blood sugar was also not very good (units, values and normal range was unknown). He used the humapen unknown device till 13-jan-2020 which was somewhere started in 2012 (seven or eight years ago) (improper use of device). Information regarding corrective treatment, outcome of the events and status of insulin lispro mix 25 was not provided. The operator of the reusable humapen unknown device and his/her training status was not provided. The general reusable humapen unknown device model duration of use was not provided and suspect reusable device duration of use was seven or eight years as it was started approximately in 2012 or 2013. The action taken with status of suspect reusable humapen unknown device was unknown and it was not returned to the manufacturer. The initial reporting consumer did not provide relatedness assessment between the events and insulin lispro mix 25 and humapen unknown device. Update (B)(6) 2020: additional information received from another consumer reporter via psp on 20-jan-2020 and 22-jan-2020 were processed together on the same date. Added patient partial date of birth and age, concomitant medications, two new non-serious events of brain was not good and blood sugar not very good. Updated as reported verbatim of event missed dose and added its duration, updated as reported verbatim of event speech disorder. Updated narrative with new information. Edit (B)(6) 2020: upon external review of information, updated suspect device age in device tab as well in device para of narrative. No other changes to the case has been done. Edit (B)(6) 2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6) 2020: additional information received on 11feb2020 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with pc 5016206. Corresponding fields and narrative updated accordingly.